Event description:
It was reported that the patient had ineffective stimulation, reprogramming did not resolve the issue. As a result, the patient had both their scs and drg system explanted. Related manufacturer reference number: 1627487-2022-07039.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: n/a, batch: ab2213.